Manufacturer narrative:
Concomitant medical products: 693558 lead, implanted (B)(6) 2014; c6tr01 crt-p, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead threshold was greater than the programmed output. It was also noted there was intermittent capture. The lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.